Event description:
It was reported that pump screen had dark area on left side, affecting visibility. Issue was identified during the technical support's examination of pump. There was no reported customer involvement. No additional information was provided.